Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may be able to detect the event by handling the device in accordance with the instructions for use (IFU) ¿operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the instrument channel¿. The user may be able to prevent the event by handling device in accordance with the following: IFU operation manual_ operation_ using endotherapy accessories caution: do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endotherapy accessory may become damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material and peeling clogged in the instrument channel. There was no report of patient involvement or user injury associated with this event.